Event description:
It was reported that a clearlink non-dehp solution set could not be primed. According to the report, the fluid stopped after passing through the filter. This occurred during priming. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.